Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alert and experienced high blood glucose level. Customer's blood glucose value was 290 mg/dl. The customer was assisted with troubleshoot and customer states they did not receive a low battery alert prior to the off no power alert. Customer states this is the second occurrence of off no power without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for the high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No battery power loss alarm or off no power alarm noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.